Manufacturer narrative:
The device is not available to be returned to the manufacturer for evaluation. An investigation into the root cause for the event is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference: (B)(4).

Event description:
A cardiac cath lab director reported a patient experienced an issue with a CT w/8fr detached poly cath w/vi smartport. The patient began experiencing redness and fullness at port site, with red streaking along the catheter border. The port was evaluated on (B)(6) 2026 and found to be functioning appropriately; however, a plan was made to remove the port and insert a different brand of port. The patient did not experience any harm as a result of this incident. Despite multiple attempts to obtain additional details, it has not been confirmed if the patient experienced an infection.